Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an unknown procedure, the needle kept falling out of the device. Each time the needle fell into the patient cavity, but all 6 times they were retrieved. Surgical time was extended by 30 mins. There was no tissue loss/damage, and no blood loss. No patient injury reported. Need to follow up on how many needles were used.